Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was low flow on two separate occasions during patient infusion during use of a novum iq large volume pump. There was no alarm to alert the clinician when the flow was below the intended rate. During one of the instances, propofol was being infused when the low flow was observed. A provider was able to help troubleshoot proper loading of the pump. After the pump was reloaded, the anesthesia provider noticed an improvement in flow rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.